Event description:
Oven sterilizer in use with 15 dialyzers inside when the unit overheated. Oven ruined beyond repair, all dialyzers ruined as well as graph recorder. Cost to facility will be in excess of $ 3,500. Due to heavy smoke in the building fire dept arrived. No fire but heavy smoke. Will offer to return unit to co. It is available.